Event description:
25 y/o female transferee was admitted with bilateral pneumonia, intrauterine pregnancy at 33 weeks. Adrs, and preclampsia. Ceasarean section performed, at that time a b. Braun internal jugular catheter was placed. The swan ganz had been removed. It was suspected that the pt's cordis catheter (sheath introducer) valve was defective. This was confirmed by the staff and the sheath introducer was removed. The concern was that the pt could have been suffering from air embolism. After further evaluation, vc scan was suspicious for multiple pe's. A pulmonary angiogram confirmed this. Ve dopplers were negative. Pt received 12 days of heparin, then was changed to coumadin. She has since recovered and was discharged from the hospital on 4/1/97. Report filed because of potential requirement under the smda.